Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues. The ipg was replaced with a magnetic resonance imaging (MRI) capable one and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.